Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient reported that they didn't have a sensor inserted at time of contact. Patient's mother was advised to insert a sensor and try and pair the transmitter. No additional patient or event information is available.